Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
The customer¿s report that there was a defective pcu (8015) keypad resulting in the device not turning on was not confirmed on the returned keypad. Inspection: external and internal inspection was performed on (qty 1 printec p/n tc10012515). During external inspection, the keypad was observed to be in good condition with no issues observed. During internal inspection, the front case/keypad assembly was observed with sign of contamination along the circuit layer. Test results: the keypad¿s ac indicator light illuminated as expected and all keys functioned as intended. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only the front case assembly with keypad was provided for investigation.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient harm. The issue was noted prior to patient use.